Manufacturer narrative:
H.6.: investigation findings: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6.: type of investigation: code b20: device remains implanted and therefore not available for direct analysis. H.6.: investigation conclusions: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), dissection/perforation/rupture of the aortic vessel & surrounding vasculature, persistent false lumen flow, and reoperation. It should be noted that, per the gore® tag® conformable thoracic stent grafts with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to,endoleak, dissection, perforation, or rupture of the aortic vessel & surrounding vasculature, and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent an endovascular procedure for treating a false-lumen expansion of a type b aortic dissection using conformable gore® tag® thoracic endoprosthesis (ctag). The patient had a history of a partial graft replacement of the descending aorta. During the procedure, the physician was unable to confirm the proximal entry tear, however, two ctags were successfully implanted just below the left subclavian artery. The patient tolerated the procedure. The maximum aortic diameter was 70mm at the time. On an unknown date, a follow-up exam confirmed a false-lumen expansion. The maximum aortic diameter was 84mm. An unknown type of endoleak (either a proximal type I or a type ii) was also confirmed at the proximal end of the ctag, which was considered to be the cause of the expansion. On (B)(6) 2024, a reintervention was performed. An intraoperative angiography confirmed the endoleak. The physician suspected it to be a proximal type I endoleak, but the type of the endoleak could not be determined. An additional ctag was deployed just below the left common carotid artery to proximally extend the previously implanted ctags. The left subclavian artery was coil embolized. The endoleak was resolved, and the procedure was completed. The patient tolerated the procedure.